Event description:
The procedure was to perform a tulip ivc filter removal that had been placed approximately eight months prior. Access was made through the right jugular vein. A cook medical tulip retrieval kit was used. After the filter was captured and removed from the ivc, a piece of the filter broke off. The piece that was broken is attached to the ivc wall.